Event description:
It was reported that the programmer froze up and printed a page that read "emergency hardkey available - implanted device." It was further reported that there was some distortion in the lower right corner of the screen. It was returned for repair and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis was unable to confirm the initial findings, the device powered up and interrogated without errors. Further analysis of the error logs was able to identify the associated failure mode related to the generated error message. Analysis could not confirm the distortion in the lower right of the display screen.